Event description:
It was reported that the pt underwent surgery for occipitocervical fusion with rigid internal fixation. Post-op, the pt had aseptic meningitis and was treated with steroids.

Manufacturer narrative:
(B) (4). Literature article citation: nockels et al. Occipitocervical fusion with rigid internal fixation: long-term follow-up data in 69 pts. J neurosurg spine. 2007; 7: 117-123. Device history records could not be reviewed without additional info.